Manufacturer narrative:
The reported events of oversensing and pacing problem was not confirmed. The device was received from the field with battery voltage at elective replacement indicator level (eri). Electrical and mechanical evaluation performed under nominal settings, including sensitivity test under nominal settings, indicated normal device functionality. Further analysis of output parameters found normal pacing with all parameters within normal range. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device exceeded projected longevity.

Event description:
New information received notes the pacemaker was explanted and replaced on (B)(6) 2024.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited far r wave oversensing resulting in an inappropriate automatic mode switch (ams). No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.